Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
The rotaflow drive with serial number (B)(6) was sent to germany for repair by the manufacturer emtec under RMA# (B)(4). 2020-02-27: the concerned drive was received by maquet. 2020-03-10: the failure head error could not be confirmed after testing in the service department. Rotaflow drive needs to be sent to emtec: sent to emtec 2020-03-19. Back from emtec 2020-05-05. The affected drive was investigated by the manufacturer emtec. According to the service report RMA (B)(4) dated on 2020-04-27 the reported head error could sporadically confirmed. The drive started without problem however, runaway and head error occurred sporadically during the test under load and depending on the location of the drive. As the error cannot be pinpointed exactly, the entire electronics is replaced. The electrical parts mc1 and mc2 has been replaced. Most proable root cause from the manufacturer emtec could be aging. Same failure was already investigated at emtec report no. RMA (B)(4)on 2020-02-24 (complaint ot (B)(4); RMA# (B)(4)): the defective drive was sent to the supplier em tec for further root cause investigation: 2020-02-24: em tec report no. RMA (B)(4): the reported head error is a result of wrong handling of the user see below causes. The reported failure could be reproduced and confirmed. Most possible root cause could be determined as: 1. The head error is caused by the hot plug. When device is in operation and the power plug is plugged in or out. And this leads to a damage at the control board of the rotaflow. 2. The head error follows by the sig error. This is when the ultrasonic crème is applied to the flow bubble sensor. Then the centrifugal pump is causing backflow and this leads to the head error. 3. The head error is also caused by shaking the drive. This is when the motor (which is controlled by the optical tacho) is not blocked when adjusting to 0 then it could lead to error when slight shaking. The motor could then slightly rotate. 4. The head error can be caused by connection issues between the console (rfc) and the drive (rfd).this is when the cable connection is disturbed by defective pins. Furthermore, the instructions for use of the rotaflow system, see rotaflow system user manuel, mcv-ga-10000703-de-11, chapter 8.1.2 contain detailed descriptions to prevent an ¿error head¿. The reported failure "head error" occurred during every start up and could be confirmed. The device was directly involved in the incident. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required the occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Manufacturer narrative:
A follow up medwatch will be submitted when additional information becomes available.

Event description:
It was reported from (B)(6) that there was a problem with rotaflowdrive. Consistently gives "err head" message on every start-up. No patient was involved. (B)(4).